Event description:
A leveen superslim electrode was being used for s5 therapeutic ablation in 2005. The insulation got out of position approx 3 cm at the procedure. The puncture was performed percutaneously with forceps under echo without the metal needle guide. The time was placed back in the cannula and the cannula was pulled back approx one centimeter. When it was deployed after that, there was severe resistance. The insulation had come off from the handle. The physician noted the misposition of the needle and the tip of the needle had gone through the lesion.